Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent balloon kyphoplasty (bkp) surgery at l1 level to treat osteoporotic vertebral compression fractures. During procedure, a balloon was ruptured during inflation. Cavity was washed with a saline. Cement was injected without problem after wash because balloon inflation had been achieved before the rupture. No problem of the balloon shape had been observed on the image. Surgeon commented that the curette should have been used for the surgery and it was no problem about the balloons. It was confirmed that no fragment left in the patient. No patient complications were reported.